Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own. As part of our investigation of this report, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained.

Event description:
Olympus was informed that during an unspecified procedure, the cutting forceps activated on its own and was not recognized by the generator. It also produced a warning sound (long beep). There was no patient injury reported.